Manufacturer narrative:
(B)(4). Medical product - rloc-x e1 h/w +3mm 50/36mm 23, item ep-083650, lot 3911568, therapy date - (B)(6) 2018. Medical product - unknown ceramic head, therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01061 and 3002806535-2018-01063.

Event description:
It was reported that a patient had a revision due to implant fracture.

Manufacturer narrative:
(B)(4). The legal manufacturer is zb warsaw and therefore this incident will be reported under warsaw medwatch facility number: (B)(4).

Event description:
Revision due to implant fracture.